Manufacturer narrative:
Follow-up #1: date of submission 03/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a call service 012 alarm was observed in the pump's alarm history. The prime steps were performed with no issues. The pump was exercised for 24 hours and no alarm was duplicated. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 012 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.